Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor exhibited under sensing. No intervention was performed, and the patient will further be monitored. There were no patient consequences.